Manufacturer narrative:
This report is being submitted to correct the initial MDR in block(s) patient codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available since it was disposed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A pericardial effusion (pe) occurred. A patient death was reported. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. The physician performed the transseptal puncture. There were no difficulties with transseptal puncture. Rf was applied twice with no excessive force, and no damage noted upon removal. Following transseptal, the physician noticed a decrease in the systolic blood pressure. Transesophageal echocardiography (tee) scan revealed a circumferential pe. Pericardiocentesis was then performed to manage the effusion. Patient's vitals were then monitored and the physician decided to move forward with the watchman placement. Procedure was completed successfully without any re-occurring effusions and a pericardial drain was left in place. Post-procedure, it was noted that the patient's drain had clotted off. This resulted in the patient being brought back into the lab where a larger pericardial drain was placed to drain additional fluid. The patient remains in stable condition and it was being monitored overnight. The patient passed away overnight, within 24hrs. The physician mentioned that the autopsy revealed cause of death to be retroperitoneal bleed. Product is not expected to return for analysis. It was mentioned that the patient had a 40 year history of immunosuppression, and two renal transplants performed. A large pericardial effusion resulting in hemodynamic compromise was reported. The physician does not believe the versacross devices malfunction or contributed to the adverse event. However, the physician confirmed that the patient has since been pronounced deceased. The bleeding from the effusion did stop but they were not sure if it was due to a clot compressing the heart. The patient was also said to have all kinds of other issues with severe hyperkalemia and then aspirated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available since it was disposed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A pericardial effusion (pe) occurred. A patient death was reported. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. The physician performed the transseptal puncture. There were no difficulties with transseptal puncture. Rf was applied twice with no excessive force, and no damage noted upon removal. Following transseptal, the physician noticed a decrease in the systolic blood pressure. Transesophageal echocardiography (tee) scan revealed a circumferential pe. Pericardiocentesis was then performed to manage the effusion. Patient's vitals were then monitored and the physician decided to move forward with the watchman placement. Procedure was completed successfully without any re-occurring effusions and a pericardial drain was left in place. Post-procedure, it was noted that the patient's drain had clotted off. This resulted in the patient being brought back into the lab where a larger pericardial drain was placed to drain additional fluid. The patient remains in stable condition and it was being monitored overnight. The patient passed away overnight, within 24hrs. The physician mentioned that the autopsy revealed cause of death to be retroperitioneal bleed. Product is not expected to return for analysis. It was mentioned that the patient had a 40 year history of immunosuppression, and two renal transplants performed. A large pericardial effusion resulting in hemodynamic compromise was reported. The physician does not believe the versacross devices malfunction or contributed to the adverse event. However, the physician confirmed that the patient has since been pronounced deceased. The bleeding from the effusion did stop but they were not sure if it was due to a clot compressing the heart. The patient was also said to have all kinds of other issues with severe hyperkalemia and then aspirated.